Manufacturer narrative:
Date of event (revision fusion) was reported as 2012. It was noted that the patient had 2 implantable neurostimulators (ins) devices present during the event. See manufacturer¿s report # 3004209178-2016-09361 for the commitment ins information. See also manufacturer¿s reports # 3004209178-2016-09351 and 3004209178-2016-09352 for the other device issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported they did not use the implantable neurostimulator ins) on the left side because they had a revision fusion (in 2012) where they took the "overgrowth off". When the patient used the stimulation it hurt their si joint on the right side (since 2015). The patient noted that they have had many surgeries and it got confusing to remember all of the dates. The indications for use for the implanted device were noted as spinal pain, degenerative disk disease, non-malignant pain, and other chronic/intract pain (trunk/limbs). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
Additional information was received from the patient. It was reported that the patient notified her manufacturer representative who recommended that the patient reach out to the manufacturer's customer service. This is what the patient did, but no progress was achieved. Refer to manufacturer report #3004209178-2016-09361 for the report of this event for the patient's other ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.